Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. It was noted the patient was being treated for lung, breast, and colon cancer. One clip was successfully implanted, reducing mr to a grade of 2. On (B)(6) 2022, the patient passed away from an acute abdomen with diffused bowel ischemia infarction in the kidney, liver and spleen. The physician stated the patient may have formed a clot after the procedure and was unable to confirm the implanted clip did not cause or contribute to the death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported death appears to be due to acute abdomen and bowel obstruction (from clotting) with no indication that the mitraclip device directly contributed to patient death. A cause of the reported thrombus (clotting) could not be determined. The reported patient effects of thrombosis and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The event was further reviewed by an abbott medical affairs team. The reviewer stated that ¿it is unlikely that the mitraclip was a direct cause of the patient¿s death. While it is possible that the clots developed during the procedure, the patient likely had underlying hypercoagulability due to underlying cancers which was the main culprit in the patient¿s death.¿